Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-oct-2018 with the following findings: during investigation, the pump was powered on and the display was found to be clear, legible, and functioning properly. The original complaint of a display issue was unable to be duplicated. There was no defect found.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (display issue) issue. Reporter stated the segments on the screen were in the wrong places, they were mismatched, and not missing from the display screen. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-oct-2018 with the following findings: during investigation, it was found that the display was clear and legible. Investigation was unable to duplicate the complaint of segments on the screen being in the wrong places. No issues with the display were found.